Manufacturer narrative:
On 10/07/2020, infutronix confirmed with the service provider that the affected device was scrapped at the service provider location before any evaluation could be performed and therefore no evaluation could be performed, and no root cause could be established.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "on (B)(6) 2019. She stated that a patient returned the morning of (B)(6) 2019 with an administration set that "apparently broke off at the exit port of the pump." (B)(6) followed up with the following additional information on (B)(6) 2019: "the patient just came in now. After speaking with the patient, they caught the tubing on something and it pulled right out of the pump. The tubing disconnected at the sight of entry into the pump. The part of the tubing that goes to the patient, they did not bring back. I have the rest I am sending to you. Please be aware that the carry bag and all the tubing and bag are covered with 5fu." A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).